Event description:
During scheduled test of emergency power bipap machine clicked off and back on but did not reset.patient was not being ventilated. Immediate drop in o2 sats. Machine removed and ambu bag used for ventilation. Machine turned off manually and reset manually. Began to ventilate patient.